Event description:
It was reported that the patient was admitted with shortness of breath, bradycardia, and hypotension. The patient further experienced asystolic cardiac arrest which required cardiopulmonary resuscitation (CPR). The implantable pulse generator (ipg) device exhibited pacing failure. The leads were suspected of dislodgement. The patient subsequently died.

Manufacturer narrative:
Eval other description: analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.